Manufacturer narrative:
Related to medwatch: (B)(4). According to the facility on (B)(6) 2024 the patient was brought back to the operating room for a scheduled surgery. Per the facility the "anesthesiologist could not get the ventilator to deliver the prescribed tidal volumes". Per the facility "after multiple checks on the ventilator and circuit connections, the circuit tubing was changed". Per the facility after the tubing was changed the prescribed volume was delivered to the patient. Per the facility the anesthesia setup was tested prior to patient use with no defect noted. Per the facility there was noted to be "a marked area with a metallic cord" when the device was received from the surgical director (after use). Per the facility the anesthesiologist "was able to bag the patient until a replacement was obtained". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2024 the patient was brought back to the operating room for a scheduled surgery. Per the facility the "anesthesiologist could not get the ventilator to deliver the prescribed tidal volumes".